Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit passed dat test at 0.0871 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 17.725 units of normal bolus was delivered on 14-apr-2024. No pump error 37 alarms noted during test. Verified in the pump history download the pump alarmed pump error 37 on 04/14/2024 10:09:16.000. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 04/13/2024 14:47:00.000 in the history files. These alerts are expected and occur during normal pump operation. Motor was tested outside of the device and passed. The motor had an intermittent failure not detected during analysis. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm alleged low bg's. Confirmed pump error 37 in the pump history files. Blank display was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37, blank display, exposed to magnetic field or MRI. The customer reported blood glucose value of 53 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: customer had a low bg she states her pump turned black then came back on . Was having a medical emergency & had to disconnect could not ts. The event involved product(s) mmt-7040a, mmt-342, mmt-442a, mmt-1884. Troubleshooting was performed for the event.customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer reported an issue with the pump display. Customer reported receiving a pump error. Troubleshoot ing determined that issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-442a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding the name change and weight change to 0143 which was not included in the initial report. So, the correct patient name as per new additional information is (B)(6) which was updated in e1 and correct patient weight as per new additional information is 0143, updated in a4 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.